Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00283 on 13-may-2020. Additional information (B)(6) 2020): the customer informed siemens of additional patient results and these results were reported in MDR 2432235-2020-00295 and MDR 2432235-2020-00315. The customer also reported to siemens that they replaced the deionized water tank again on (B)(6) 2020. On (B)(6) 2020, the cse was dispatched to the customer's site again. During this visit, the cse performed a decontamination procedure on the water and salt lines, replaced the water filter at the customer's plumbing line. Calibration and quality controls were run after decontamination and both recovered acceptably. On (B)(6)2020, siemens contacted the customer and the customer confirmed that the issue has not recurred since the last service visit. The result code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2432235-2020-00284_s1, MDR 2432235-2020-00295 and its associated supplemental MDR, and MDR 2432235-2020-00315 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the advia 1800 instrument. The customer reported that quality controls (qcs) recovered within acceptable ranges on the day of the event and there were no system errors. Deionized (di) water tanks were replaced on (B)(6) 2020. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse adjusted alignments for all probes, removed water reservoir and rinsed it with di water, cleaned the water filters, and observe residue on the filters. The cse did not find evidence of an instrument malfunction. Then, the customer ran qcs, which recovered acceptably. The customer indicated that they have not experienced further issues since service detailed above was performed on the instrument. The cause of the discordant, falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2020-00284 was filed for the same issue.

Event description:
A discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument and on a non-siemens' instrument. The repeat results were lower than the discordant result. The result obtained on the alternate advia 1800 instrument was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.